Event description:
The coulter lh750 instrument generated erroneously low platelet (plt) results on multiple specimens from the same patient. Erroneous results were not reported out of the lab and a manual plt estimate was performed. The manual plt estimate was higher with large plts seen on the smear. The customer had the patient redrawn and both samples were run and recovered similar low plt results. Based on available information there was no affect to patient treatment.

Manufacturer narrative:
The original specimen was collected in edta tube and a redrawn specimen was collected in sodium citrate. Beckman coulter (bci) recommends to use a dipotassium (k2) or tripotassium (k3) salt of edta. A field service engineer (fse) was dispatched: the fse verified the instrument's operation. Two of the runs had no flags and the other two had giant plt or plt clumps suspect flag. Also, the customer noted that large plt were seen on the manual plt estimate. Per bci, labeling giant platelets are a known interfering substance.